Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred frequently between 12/1/2025 and 12/2/2025. Data was provided for investigation. The allegation was confirmed due to the finding of signal loss over one hour frequently within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.